Manufacturer narrative:
The device will not be returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A sales representative reported on behalf of the customer that the surgeon used dsd5005 duraseal on a patient for a hypophyse adenoma on (B)(6) 2018. Fifteen minutes after the use of duraseal, the patient was reported to have an anaphylactic shock. They were not sure what caused the anaphylactic shock . It was unknown if the event lead to an increase of surgery time. Additional information was received on 02jul2018: the patient was doing well.

Manufacturer narrative:
Integra has performed a thorough review of the reported incident. There was no product received back, as such only a DHR review was conducted. The DHR review concluded there were no assembly component related failures at the time of release. With the information provided, a root cause could not be reliably determined. Should new information become available, the file will be re-opened and the investigation will be amended as appropriate.

Event description:
N/a